Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 32 mg/dl. The customer stated that she felt sick, dehydrated and tired. The customer stated that she was unresponsive, and her husband called the paramedics. The customer also mentioned a hospital visit during troubleshooting, but she did not want to discuss or troubleshoot for that event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.